Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: kne-natural knee-tibial tray-unk. Kne-natural knee-femoral-unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history search was conducted. The search identified no additional complaints for the same or a similar issue. Per the natural knee packaging insert "wear debris can initiate osteolysis which may result in loosening of the implant." A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Initially implanted on an unknown date in 1997. Concomitant medical products: femur size 2, tibia size 1. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a knee revision procedure on an unknown date approximately twenty years post implantation due to wear of the tibial bearings. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.